Event description:
A low readings issue was reported with the adc device. The customer received low sensor readings and became sluggish. Due to the low readings, the customer was treated with food and drinks provided by caregiver. The customer then had contact with a nurse, with a healthcare meter result of 11.17 mmol/l compared to a sensor reading of 3.6 mmol/l. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer was treated with insulin (dose/type unknown) by the nurse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. The following sections have been corrected to reflect correct product: d1 - brand name. D2b ¿ procode. D4 - model # . G4 - PMA/510(k) #.

Event description:
A low readings issue was reported with the adc device. The customer received low sensor readings and became sluggish. Due to the low readings, the customer was treated with food and drinks provided by caregiver. The customer then had contact with a nurse, with a healthcare meter result of 11.17 mmol/l compared to a sensor reading of 3.6 mmol/l. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer was treated with insulin (dose/type unknown) by the nurse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Visual inspection has been performed on pcba (printed circuit board assembly) triangle and water-based liquid contamination was observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests is an indication that the water-based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The customer received low sensor readings and became sluggish. Due to the low readings, the customer was treated with food and drinks provided by caregiver. The customer then had contact with a nurse, with a healthcare meter result of 11.17 mmol/l compared to a sensor reading of 3.6 mmol/l. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer was treated with insulin (dose/type unknown) by the nurse. There was no report of death or permanent impairment associated with this event.